Event description:
It was reported that the user sought additional training on optimizing use of the ilet and experienced hyperglycemia with a blood glucose of 246 mg/dl shortly after a meal, without device alarms and without performing a site change. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no hospitalization and no reported medical intervention beyond education and troubleshooting. Investigation included remote troubleshooting and user education, with a plan for additional training during the stated availability window. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of hyperglycemia remained unclear given the postprandial timing and lack of further data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial